Event description:
The customer reported that during acl reconstruction surgery on (B)(6) 2013, the 9 x 28mm screw broke during insertion without any strain (after 2 turns). There was a delay of 2 minutes. No adverse consequences. Surgery details: information requested by the distributor multiple times from operating surgeon, no response.

Manufacturer narrative:
Suspected root causes: based on the info available, possible suspected root causes are: use of damaged or bent driver. Failure to tap if bone patellar tendon bone graft used. Graft/screw/tunnel not appropriately sized. Insertion over bent guidewire.